Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of damage to the device is most likely related to the operator's technique. The instruction manual warns users: "do not open and close the basket too quickly. Doing so could damage the instrument. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. Do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body." If additional information becomes available at a later time, this report will be supplemented accordingly.

Event description:
Olympus received a voluntary medwatch (mw5043891) form which stated that "during ercp, the lithocrush v device was inserted to break up gall stone. After attaching the gall stone and crushing it, the device disengaged from insertion portion and traveled into the bile duct. Device was able to be retrieved after an additional 20 minutes. Outcome: additional time under general anesthesia, but no patient harm or complications noted at this time." Additionally, it was reported that the intended procedure was a therapeutic gall stone removal. It was also stated that the intended procedure was completed. No further information was provided.